Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00mm x 20mm promus premier¿ stent was selected. During preparation of the device, it was noted that the stent was damaged. The device never went inside the patient's body. The procedure was completed with another of the same device and the procedure went fine.